Manufacturer narrative:
The complaint was posted on the company (B)(6) page. There were not enough details to locate the site, the specific treatment or the treating physician. Not enough details to investigate.

Event description:
This complaint was posted on insightec (B)(6) page. According to the post, the patient (complainant's in-law) "suffered a stroke within a day afterwards". Based on the available information, the company does not have enough details to locate the site or the treating physician. In addition, according to the available information, no ability to determine what is the result of the reported stroke or if it is related to the treatment. The complainant received a post back that she should reach his treating physician or contact insightec formal website. No further information was received regarding this case so far.